Manufacturer narrative:
U.s. Reporting agent notified on:(B)(6)2014. Evaluation is ongoing - manufacturing facility is waiting on product return.

Event description:
Country of complaint: (B)(6). Complaint description: absence of the thread number on the spool during intervention.